Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause for the reported issue of an frayed power cord was not determined because no products or device logs were returned.

Event description:
It was reported power cords are needing to be replaced due to cord frays where the cord attaches to the case. This was reported to bd representatives during their site visit. There was no patient involvement. Although requested, no further information was provided, and no device was returned for investigation.